Event description:
Related manufacturer reference number 3006705815-2023-06927. It was reported that during the ipg replacement related manufacturer reference number:1627487-2023-04158. The leads had high impedances. As such, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.